Manufacturer narrative:
H6: imdrf annex codes b17, c20 are applicable to this device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01rf, serial/lot #: (B)(6), UDI#: (B)(4). H6: imdrf annex codes b21, c21 are applicable to this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the patient interface had "patient interface fault detected, if issue continues to exist call tech support" when undocked. The pi used during troubleshooting was a known working pi box from a different facility. There were no other nim units at the facility to troubleshoot with. Rep noted that the pi box faulted in both wired and wireless connections. Rep rebooted the system and moved to another wall outlet; issue persisted. Rep confirmed firmware was accurate and system was on 1.7.5 software. There was no patient impact.

Manufacturer narrative:
H3: analysis verified 'not working properly.' Unit presented with sw:(v1.7.5), fully charged batteries, a worn fuse decal, and a pi fault due to a defective stim pcba. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid. C0201, c0601, d02 are applicable to this device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01rf, serial/lot #: (B)(6), UDI#: (B)(4). H6: previously added imdrf annex codes b21, c21, d16 are no longer valid. Imdrf annex codes c19, d20 are applicable to this device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.